Event description:
A male pt reported experiencing an eye infection while using renu with moistureloc multi-pupose solution. According to the optometrist, the pt was examined in 2006. The pt stated he had an eye infection that would not clear up and he had been seeing his general practitioner and was referred by his sister. The pt presented with edema, infiltrates and stippling. A culture was not taken. The optometrist diagnosed the pt with bacterial keratitis in both eyes, being greater in the left eye. She noted that the pt over wears contact lenses and recommended ciba dailies for daily wear until prescribed eyeglasses were ready. The pt was also prescibed vigamox (1 drop, both eyes, three times daily for 10 days). About 10 days later, the pt presented with some discharge but was doing better. He discontinued wearing contact lenses once his eye glasses were made (-8.00 left eye; -5.50 right eye). The pt still had a lot of diffuse superficial punctate keratitis and was advised to continue vigamox for 1 more week. About six weeks later, the pt presented with minimal edema and mild superficial punctate keratitis in the left eye. The right eye was clear. The cornea was healing with a visual acuity of 20/25 in both eyes. The optometrist did not attribute this event to the use of a specific product. As of 2 months after, the pt was using opti-free and his eyes were all fine.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. Although this complaint is unrelated, the company did initiate an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.